Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), device breakage ('left coil is bent and broken'), post procedural haemorrhage ('I just went to bathroom and I am bleeding more than I have seen and clotting'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), bladder dysfunction ('bladder probs,bladder stopped functioning') and cerebrovascular accident ('stroke') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the left coil is bent". The patient's medical history included cholecystectomy, adoption, termination of pregnancy and cholecystitis. Concurrent conditions included irritable bowel syndrome, right lower quadrant pain, irritable bowel syndrome, hemiparesis and uterine bleeding. Concomitant products included lubiprostone (amitiza) and mirtazapine (remeron). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),menstrual pain"), tooth disorder ("dental probs"), dysgeusia ("other injuries,metal taste in mouth") and alopecia ("hair loss"), 1 month after insertion of essure. In (B)(6) 2009, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("allergy: nickel"), migraine ("migraines/headaches,") and endometriosis ("endometriosis"). On (B)(6) 2015, the patient experienced rash ("post-essure, rash/skin condition,skin rash"), depression ("depression") and erythema ("redness"). In (B)(6) 2015, the patient experienced dry skin ("dry skin"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criteria hospitalization and intervention required), genital haemorrhage ("gen. Abnormal. Bleed,heavy bleeding"), skin disorder ("post-essure, rash/skin condition,skin issues,skin feels like its on fire"), bladder dysfunction (seriousness criterion medically significant), urinary tract disorder ("urinary probs"), flatulence ("gas pains in stomach and by shoulder"), back pain ("lower back pain"), peripheral swelling ("my fingers are so swollen"), ovarian cyst ("ovarian cyst"), adnexal torsion ("ovarian torsion"), cerebrovascular accident (seriousness criterion medically significant), abdominal pain lower ("cramps"), abdominal distension ("I'm bloated"), methylenetetrahydrofolate reductase gene mutation ("mthfr"), factor ii mutation ("prothrombin g20210a mutation"), scar ("there is a lot of scar tissue"), muscle spasms ("muscle spasm"), feeling abnormal ("brain fog"), premature ageing ("aging faster"), complication of device removal ("complication from the hysterectomy") and amnesia ("memory loss"). The patient was treated with surgery (ablation and d and c, hysterectomy (full), salpingectomy (bilateral), hysterectomy with bilateral salpingectomy, interim stem stimulator and stithched the vaginal cuff). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, post procedural haemorrhage, vaginal haemorrhage, allergy to metals, rash, bladder dysfunction, urinary tract disorder, flatulence, depression, dry skin, erythema, migraine, endometriosis, alopecia, peripheral swelling, ovarian cyst, adnexal torsion, cerebrovascular accident, abdominal pain lower, methylenetetrahydrofolate reductase gene mutation, factor ii mutation, scar, muscle spasms, feeling abnormal, premature ageing, complication of device removal and amnesia outcome was unknown, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, skin disorder, fatigue, tooth disorder, weight increased, dysgeusia and back pain had resolved and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexal torsion, allergy to metals, alopecia, amnesia, back pain, bladder dysfunction, cerebrovascular accident, complication of device removal, depression, device breakage, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, erythema, factor ii mutation, fatigue, feeling abnormal, flatulence, genital haemorrhage, menorrhagia, methylenetetrahydrofolate reductase gene mutation, migraine, muscle spasms, ovarian cyst, pelvic pain, peripheral swelling, post procedural haemorrhage, premature ageing, rash, scar, skin disorder, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain-pelvic, abdominal, dyspareunia, dysmenorrhea menorrhagia, gen. Abnormal. Bleed , rash , skin condition, nickel allergy , uterine perforation, bladder problem, urinary problem , fatigue, dental problem, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: unspecified test. Result -bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported from social media report- premature aging, complications of hysterectomy quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: fu 12 & 13 process together. On 23-mar-2020: fu 12 & 13 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: nickel"), rash ("post-essure, rash/skin condition"), skin disorder ("post-essure, rash/skin condition"), bladder disorder ("bladder probs."), urinary tract disorder ("urinary probs"), fatigue ("fatigue"), tooth disorder ("dental probs") and dysgeusia ("other injuries") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, allergy to metals, rash, skin disorder, bladder disorder and urinary tract disorder outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, fatigue, tooth disorder, weight increased and dysgeusia had resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, uterine perforation and weight increased to be related to essure. The reporter commented: received treatment for pain-pelvic, abdominal, dyspareunia, dysmenorrhea menorrhagia, gen. Abnormal. Bleed, rash, skin condition, nickel allergy, uterine perforation, bladder problem, urinary problem, fatigue, dental problem, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: unspecified test. Result -bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case become incident. Previously added injury nos was replaced with uterine perforation and new events: pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, gen. Abnormal. Bleed , rash, skin disorder, nickel allergy , bladder problem, urinary problem, fatigue, dental problem, weight gain were added. Lab data was added. Lawyer was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), device breakage ('left coil is bent and broken'), post procedural haemorrhage ('I just went to bathroom and I am bleeding more than I have seen and clotting'), vaginal haemorrhage ('abnormal vaginal bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), genital haemorrhage ('gen. Abnormal. Bleed,heavy bleeding'), bladder dysfunction ('bladder probs,bladder stopped functioning') and cerebrovascular accident ('stroke') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the left coil is bent". The patient's medical history included cholecystectomy, adoption, termination of pregnancy and cholecystitis. Concurrent conditions included irritable bowel syndrome, right lower quadrant pain, irritable bowel syndrome, hemiparesis and uterine bleeding. Concomitant products included lubiprostone (amitiza) and mirtazapine (remeron). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),menstrual pain"), tooth disorder ("dental probs"), dysgeusia ("other injuries,metal taste in mouth") and alopecia ("hair loss"), 1 month after insertion of essure. In (B)(6) 2009, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("allergy: nickel") and endometriosis ("endometriosis"). In (B)(6) 2015, the patient experienced rash ("post-essure, rash/skin condition,skin rash"), dry skin ("dry skin") and erythema ("redness"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant), skin disorder ("post-essure, rash/skin condition,skin issues,skin feels like its on fire"), bladder dysfunction (seriousness criterion medically significant), urinary tract disorder ("urinary probs"), flatulence ("gas pains in stomach and by shoulder"), depression ("depression"), migraine ("migraines/headaches,"), back pain ("lower back pain"), peripheral swelling ("my fingers are so swollen"), ovarian cyst ("ovarian cyst"), adnexal torsion ("ovarian torsion"), cerebrovascular accident (seriousness criterion medically significant), abdominal pain lower ("cramps"), abdominal distension ("I'm bloated"), methylenetetrahydrofolate reductase gene mutation ("mthfr"), factor ii mutation ("prothrombin g20210a mutation"), scar ("there is a lot of scar tissue"), muscle spasms ("muscle spasm") and feeling abnormal ("brain fog"). The patient was treated with surgery (ablation and d and c, hysterectomy (full), salpingectomy (bilateral), hysterectomy with bilateral salpingectomy, ablation, interim stem stimulator and stitched the vaginal cuff). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, post procedural haemorrhage, vaginal haemorrhage, allergy to metals, rash, bladder dysfunction, urinary tract disorder, flatulence, depression, dry skin, erythema, migraine, endometriosis, alopecia, peripheral swelling, ovarian cyst, adnexal torsion, cerebrovascular accident, abdominal pain lower, methylenetetrahydrofolate reductase gene mutation, factor ii mutation, scar, muscle spasms and feeling abnormal outcome was unknown, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, skin disorder, fatigue, tooth disorder, weight increased, dysgeusia and back pain had resolved and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexal torsion, allergy to metals, alopecia, back pain, bladder dysfunction, cerebrovascular accident, depression, device breakage, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, erythema, factor ii mutation, fatigue, feeling abnormal, flatulence, genital haemorrhage, menorrhagia, methylenetetrahydrofolate reductase gene mutation, migraine, muscle spasms, ovarian cyst, pelvic pain, peripheral swelling, post procedural haemorrhage, rash, scar, skin disorder, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain-pelvic, abdominal, dyspareunia, dysmenorrhea menorrhagia, gen. Abnormal. Bleed , rash , skin condition, nickel allergy , uterine perforation, bladder problem, urinary problem , fatigue, dental problem, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: unspecified test. Result -bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs received: following events were added : abnormal vaginal bleeding, depression, dry skin, redness, migraines/headaches, endometriosis, hair loss. Lower back pain, my fingers are so swollen, ovarian cyst, ovarian torsion, stroke, cramps, I'm bloated, mthfr, prothrombin g20210a mutation, gas pains in stomach and by shoulder, left coil is bent and broken, there is a lot of scar tissue, muscle spasm, brain fog medical history,concomitant conditions and reporter information added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), device breakage ('left coil is bent and broken'), post procedural haemorrhage ('I just went to bathroom and I am bleeding more than I have seen and clotting'), vaginal haemorrhage ('abnormal vaginal bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), genital haemorrhage ('gen. Abnormal. Bleed,heavy bleeding'), bladder dysfunction ('bladder probs,bladder stopped functioning') and cerebrovascular accident ('stroke') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the left coil is bent". The patient's medical history included cholecystectomy, adoption, termination of pregnancy and cholecystitis. Concurrent conditions included irritable bowel syndrome, right lower quadrant pain, irritable bowel syndrome, hemiparesis and uterine bleeding. Concomitant products included lubiprostone (amitiza) and mirtazapine (remeron). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),menstrual pain"), tooth disorder ("dental probs"), dysgeusia ("other injuries,metal taste in mouth") and alopecia ("hair loss"), 1 month after insertion of essure. In (B)(6) 2009, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("allergy: nickel") and endometriosis ("endometriosis"). In (B)(6) 2015, the patient experienced rash ("post-essure, rash/skin condition,skin rash"), dry skin ("dry skin") and erythema ("redness"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant), skin disorder ("post-essure, rash/skin condition,skin issues,skin feels like its on fire"), bladder dysfunction (seriousness criterion medically significant), urinary tract disorder ("urinary probs"), flatulence ("gas pains in stomach and by shoulder"), depression ("depression"), migraine ("migraines/headaches,"), back pain ("lower back pain"), peripheral swelling ("my fingers are so swollen"), ovarian cyst ("ovarian cyst"), adnexal torsion ("ovarian torsion"), cerebrovascular accident (seriousness criterion medically significant), abdominal pain lower ("cramps"), abdominal distension ("I'm bloated"), methylenetetrahydrofolate reductase gene mutation ("mthfr"), factor ii mutation ("prothrombin g20210a mutation"), scar ("there is a lot of scar tissue"), muscle spasms ("muscle spasm") and feeling abnormal ("brain fog"). The patient was treated with surgery (ablation and d and c, hysterectomy (full), salpingectomy (bilateral), hysterectomy with bilateral salpingectomy, ablation, interim stem stimulator and stithched the vaginal cuff). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, post procedural haemorrhage, vaginal haemorrhage, allergy to metals, rash, bladder dysfunction, urinary tract disorder, flatulence, depression, dry skin, erythema, migraine, endometriosis, alopecia, peripheral swelling, ovarian cyst, adnexal torsion, cerebrovascular accident, abdominal pain lower, methylenetetrahydrofolate reductase gene mutation, factor ii mutation, scar, muscle spasms and feeling abnormal outcome was unknown, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, skin disorder, fatigue, tooth disorder, weight increased, dysgeusia and back pain had resolved and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexal torsion, allergy to metals, alopecia, back pain, bladder dysfunction, cerebrovascular accident, depression, device breakage, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, erythema, factor ii mutation, fatigue, feeling abnormal, flatulence, genital haemorrhage, menorrhagia, methylenetetrahydrofolate reductase gene mutation, migraine, muscle spasms, ovarian cyst, pelvic pain, peripheral swelling, post procedural haemorrhage, rash, scar, skin disorder, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain-pelvic, abdominal, dyspareunia, dysmenorrhea menorrhagia, gen. Abnormal. Bleed , rash , skin condition, nickel allergy , uterine perforation, bladder problem, urinary problem , fatigue, dental problem, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: unspecified test. Result -bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality-safety evaluation of ptc. (Product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), device breakage ('left coil is bent and broken'), post procedural haemorrhage ('I just went to bathroom and I am bleeding more than I have seen and clotting'), menorrhagia ('menorrhagia heavy menstrual bleeding'), bladder dysfunction ('bladder probs,bladder stopped functioning') and cerebrovascular accident ('stroke') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the left coil is bent". The patient's medical history included cholecystectomy, adoption, termination of pregnancy and cholecystitis. Concurrent conditions included irritable bowel syndrome, right lower quadrant pain, irritable bowel syndrome, hemiparesis and uterine bleeding. Concomitant products included lubiprostone (amitiza) and mirtazapine (remeron). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea cramping,menstrual pain"), tooth disorder ("dental probs"), dysgeusia ("other injuries,metal taste in mouth") and alopecia ("hair loss"), 1 month after insertion of essure. In (B)(6) 2009, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse"), allergy to metals ("allergy: nickel"), migraine ("migraines/headaches,") and endometriosis ("endometriosis"). On (B)(6) 2015, the patient experienced rash ("post-essure, rash/skin condition,skin rash"), depression ("depression") and erythema ("redness"). In (B)(6) 2015, the patient experienced dry skin ("dry skin"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criteria hospitalization and intervention required), genital haemorrhage ("gen. Abnormal. Bleed,heavy bleeding"), skin disorder ("post-essure, rash/skin condition,skin issues,skin feels like its on fire"), bladder dysfunction (seriousness criterion medically significant), urinary tract disorder ("urinary probs"), flatulence ("gas pains in stomach and by shoulder"), back pain ("lower back pain"), peripheral swelling ("my fingers are so swollen"), ovarian cyst ("ovarian cyst"), adnexal torsion ("ovarian torsion"), cerebrovascular accident (seriousness criterion medically significant), abdominal pain lower ("cramps"), abdominal distension ("I'm bloated"), methylenetetrahydrofolate reductase gene mutation ("mthfr"), factor ii mutation ("prothrombin g20210a mutation"), scar ("there is a lot of scar tissue"), muscle spasms ("muscle spasm"), feeling abnormal ("brain fog"), premature ageing ("aging faster") and complication of device removal ("complication from the hysterectomy"). The patient was treated with surgery (ablation and d and c, hysterectomy (full), salpingectomy (bilateral), hysterectomy with bilateral salpingectomy, interim stem stimulator and stitched the vaginal cuff). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, post procedural haemorrhage, vaginal haemorrhage, allergy to metals, rash, bladder dysfunction, urinary tract disorder, flatulence, depression, dry skin, erythema, migraine, endometriosis, alopecia, peripheral swelling, ovarian cyst, adnexal torsion, cerebrovascular accident, abdominal pain lower, methylenetetrahydrofolate reductase gene mutation, factor ii mutation, scar, muscle spasms, feeling abnormal, premature ageing and complication of device removal outcome was unknown, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, skin disorder, fatigue, tooth disorder, weight increased, dysgeusia and back pain had resolved and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexal torsion, allergy to metals, alopecia, back pain, bladder dysfunction, cerebrovascular accident, complication of device removal, depression, device breakage, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, erythema, factor ii mutation, fatigue, feeling abnormal, flatulence, genital haemorrhage, menorrhagia, methylenetetrahydrofolate reductase gene mutation, migraine, muscle spasms, ovarian cyst, pelvic pain, peripheral swelling, post procedural haemorrhage, premature ageing, rash, scar, skin disorder, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain-pelvic, abdominal, dyspareunia, dysmenorrhea menorrhagia, gen. Abnormal. Bleed , rash , skin condition, nickel allergy , uterine perforation, bladder problem, urinary problem , fatigue, dental problem, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: unspecified test. Result -bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported from social media report- premature aging, complications of hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Reporter information updated. New events: aging faster, complication from hysterectomy were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.